Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The codman perforator (ID 261221) was returned for evaluation. Failure analysis - a visual inspection utilizing the unaided eye was performed, the unit was lightly soiled and had a worn eto label that was unreadable. A spring test was performed, unit passed the spring test and functioned as designed. A functional test was performed, unit drilled 5 holes successfully with no issue. Therefore, the complaint condition could not be verified. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. However, the possible root cause is "user misuse" as the failure analysis did show the perforator functioned as designed.

Event description:
A physician reported disengagement failure of a disposable perforator (ID 261221) during surgery, causing dural damage. It occurred at making the 6th burr hole at the tent, and hemostasis was performed. Based on information provided, it is unknown the drill used with the perforator. It is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. No information in regards surgical delay was provided and how the procedure was completed. The patient was recovered and discharged from the hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The disposable perforator (ID 261221) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.